Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from an unspecified location. It was further specified that it was observed that the set was collapsed and when the customer attempted to drop the set, the set presented a leak. The leak was observed during an unspecified process step; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received at the plant for evaluation. The device was returned contaminated. A sample evaluation was unable to be performed due to the nature of the returned sample. The reported problem could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.